Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with a pd treatment. There was an air detected in cassette warning in fill 3 of 3. Treatment was stopped and fluid was discovered in the pump module area and on the external part of the cassette. Fluid leaked from an unknown area. The supplies were discarded. In a follow up, the nurse verified the event and said there was no harm, intervention or adverse event for the patient. The patient was put on a course of prophylactic antibiotics and patient is doing fine.the cycler was allowed to dry out overnight before it was used again. The cycler set is not available to return.

Manufacturer narrative:
Correction: h.5.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with a pd treatment. There was an air detected in cassette warning in fill 3 of 3. Treatment was stopped and fluid was discovered in the pump module area and on the external part of the cassette. Fluid leaked from an unknown area. The supplies were discarded. In a follow up, the nurse verified the event and said there was no harm, intervention or adverse event for the patient. The patient was put on a course of prophylactic antibiotics and patient is doing fine.the cycler was allowed to dry out overnight before it was used again. The cycler set is not available to return.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with a pd treatment. There was an air detected in cassette warning in fill 3 of 3. Treatment was stopped and fluid was discovered in the pump module area and on the external part of the cassette. Fluid leaked from an unknown area. The supplies were discarded. In a follow up, the nurse verified the event and said there was no harm, intervention or adverse event for the patient. The patient was put on a course of prophylactic antibiotics and patient is doing fine. The cycler was allowed to dry out overnight before it was used again. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.